Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported to implant patient registry (ipr), one year and two months post implant of the 20mm sapien 3 valve, the device was explanted. Post initial placement of the 20mm valve, there was a mean gradient of 17mmhg. No additional information was provided.

Event description:
As reported to implant patient registry (ipr), one year and two months post implant of the 20mm sapien 3 valve, the device was explanted. Post initial placement of the 20mm valve, there was a mean gradient of 17mmhg. Per additional information, the valve was explanted due to re-occurring aortic stenosis. From reviewing the medical records of the tavr implant procedure, the 20mm sapien 3 was successfully implanted in a 19mmnsurgical aortic valve. Post deployment, the gradient was higher than expected (mean gradient 23-25 mmhg). ¿since this was a valve-in-valve and potentially undersized with the original valve¿, it was decided to do a post dilation with a non-edwards balloon to try to ¿crack¿ the surgical valve to make the sapien 3 more fully expanded.   After post dilation the mean gradient measured 17 mmhg and there was no aortic insufficiency.  The gradient was still high, but it was felt that this was the best that it could be done for this valve.  ¿at this point, the team was very happy with the final valve position and function¿ and the procedure was completed.  The post op course was uncomplicated and the patient was discharged home. Per report, the valve was explanted due to aortic stenosis, the team decided that it was best for the patient to remove the valve-in-valve and replace with a surgical valve.

Manufacturer narrative:
UDI (B)(4). Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Per the IFU, incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch).  The IFU also cautions that residual mean gradient may be higher in a ¿thv-in-failing bioprosthesis¿ configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. In this case, a definitive root cause was unable to be determined at this time. However, progression of pre-existing disease and patient-prosthesis mismatch (20mm thv implanted within a 19mm surgical valve) may have been a contributing factors for the valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.